Event description:
Patient reported that they received an alarm message alerting 'cassette is partially unlatched, fully remove and reattach the cassette'. Patient advised this alarm occurred 3 times and they wondered if it was related to the new cadd extension 55in tubing. Patient was advised by the pharmacy to remove the cassette and reattach it, then verify the cassette type in the pump display and if the alarm persists, replace the cassette. Patient reported that they will remove the cassette completely to continue if the alarm turns on again and so far, no more pump issues are occurring. The fault did occur while in use by the patient, however, it was not reported if the patient experienced an interruption to their life-sustaining infusion or if the fault caused/contributed to patient injury. The device was not replaced and it is unknown if the pt had a backup device they were able to switch to. The outcome of the event is unknown. The device serial number is unknown as it was not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Current remodulin dose is 60ng/kg/min. No additional details, dates, or information provided. IV remodulin patient via a cadd solis pump. Patient's last recorded weight on (B)(6) 2026 was 168lbs.